Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. It should be noted that the proglide instructions for use (IFU) ce artery and vein, states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to achieve hemostasis and subsequent treatment appears to be related to procedure circumstance as the suture of the first proglide device was successfully deployed; however, manual compression was applied due to the difficulties encountered with the two subsequent proglide devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- failure to follow steps / instructions. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional two vessel closure devices referenced in b5 and d11 are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an aortic stent interventional procedure. There was reported scarred tissue at the lcfa and a stiff puncture due to prior procedures. Reportedly, the first proglide device was successfully pre-placed at 11 o'clock. A second device was attempted; however, when the plunger was removed there was no suture present. A third device was attempted; however, the plunger couldn't be depressed to meet the collar of the device as it was stuck. The sheath was upsized to a 10f and the aortic stent procedure was completed. It was attempted to achieve hemostasis with the sutures of the successfully pre-placed device but one suture was not enough to achieve hemostasis; therefore manual arterial compression was successfully applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.